Event description:
Pt was using their e-fix eng system at their school. Wheels and use interface were removed from wheelchair. Battery was plugged in (system) interface. The sliding door was accidentilly left open. The interface started melting after a short circuit.